Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and fecal incontinence. It was reported that their ins was definitely moving inside of their body. Patient said they noticed over 2 weeks ago and had a friend feel it and confirm it was moving. Patient said they spoke to a manufacturer representative (rep) over the phone last week and they adjusted their settings but they didn't recall if they told the rep about the ins moving. Patient said they also could only feel stimulation (stim) when increasing stim and then they were not getting therapy relief. Patient said the ins hadn't been doing anything for them since implant. Patient said they were still having accidents, incontinence, still going to the bathroom frequently and they couldn't feel when they have to go. Patient said they also had many problems with their bowels. The patient was redirected to their healthcare provider to check internal components and discuss therapy issues and if related.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.